Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The reported event was reproduced during service inspection. There is no indication that the cause is traced to manufacturing, a definitive root cause could not be identified. Based on the results of the investigation, it is likely the event is caused by a component failure of the thundebeat. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer

Event description:
It was reported that an e006 error was exhibited at the time of turp (transurethral resection of the prostate) that resulted in a procedure delay of less than 30 minutes. It is unknown when during the procedure the issue was detected and if the patient was under sedation or anesthesia at the time. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.